Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case resolution: I called logan on his email request for assistance. Let biomed know what can cause the 800.8000 errors, such as double inputs into the system, and this was a timing error. If the unit had a hard stuck error, I let him know to try to reflash the unit to recover it. If flashing fails or the error persist, the logic board will have to be replaced. Biomed will do a pm to check functionality. Emailed him a copy of the medical device safety notification regarding the 255-16-275 hard error.